Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. D4 - primary UDI number: updated. H3 and h6 codes - updated. The device was returned for repair. The device was visually and functionally tested. The reported malfunction was confirmed but root cause was not established. The device was repaired and returned to the customer.